Event description:
It was reported that this artificial urinary sphincter (aus) had fluid loss. The aus was explanted and replaced. No patient complications reported.

Event description:
It was reported that this artificial urinary sphincter (aus) had fluid loss. The aus was explanted and replaced. No patient complications reported.